Manufacturer narrative:
The lead was explanted and replaced. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that his patient had twiddlers syndrome and had dislodged this left ventricular lead. Therefore, a revision procedure was performed.